Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of retraction problem. A visual examination of the returned capio slim device revealed that there were no visual issues observed with the catch and carrier. The ten riveting pins were in place. A functional analysis was also performed and revealed that the carrier was actuated three times and it extended and retracted without any issues. It was also actuated (deployed) three times with the suture and the needle entered in the catch without any issues. Therefore, the reported complaint is not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the analysis of the returned device, the alleged complaint of carrier retraction problem could not be confirmed as no issues were noted with the device testing during device analysis. Since the returned device showed no evidence of either the alleged issue or any defect which could have contributed with this event, the investigation concluded that the most probable cause for this event is no problem detected.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6), 2021. During the procedure, the "hook" (carrier) failed to retract properly inside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Additional information: block b5 has been updated based on the additional information received from the customer. Block h6: device code a0510 captures the reportable event of retraction problem. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2021. During the procedure, the "hook" (carrier) failed to retract properly inside the patient. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2021. During the procedure, the "hook" (carrier) failed to retract properly. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event.